Manufacturer narrative:
Concomitant medical products: addr01 ipg; implant date: (B)(6) 2012 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The rv lead was inactivated and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.